Event description:
The customer reported that the paramedics were called to her house after experiencing a low blood glucose level of 26 mg/dl. The customer was not hospitalized, however. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume and daily totals were correct. The insulin pump also passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.